Event description:
On (B)(6) 2015 the patient reported that her voice alteration, which she stated is not related to vns stimulation, has progressed since surgery to the point where she believes she has, at a minimum, partial vocal cord paralysis. The patient noted she also has severe pain when trying to speak. It was previously reported on (B)(6) 2015 that the patient experienced voice alteration and dyspnea following implant surgery on (B)(6) 2015. The patient went to the emergency room and received anti-inflammatories and albuterol. The issues resolved, and it is planned to turn on the vns on (B)(6) 2015. The patient later reported that she still has not yet gotten her voice back and since receiving vns she has been experiencing nausea while eating and it feels like there is "air in her chest". Good faith attempts for further information were unsuccessful.

Manufacturer narrative:
(B)(4). Corrected data: inadvertently did not include the suspect device UDI on the initial report.